Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that an impella 5.5 supported ongoing for approximately two weeks a surgical/coronary artery bypass graft patient. A day after implant, purge system blocked alarm occurred. One bag of tissue plasminogen activator was given via the purge. The current purge flow was abover 11 milliliters per hour. The plan was to change back to bicarbonate purge at the completion of the bag. The next day, there was concerns with the patients heart rate being tachycardic. Testing was ordered to rule out atrial fibrillation. An episode of ventricular fibrillation occurred the following morning which prompted defibrillation and amiodarone bolus. The patient was on bilevel positive airway pressure post vf and the patient is now in atrial fibrillation with rapid ventricular response. The patient continued to have premature ventricular contractions and the plan was to turn of lidocaine. Days later, amiodarone bolus was given for ventricular tachycardia. The following day, ectopy was noted to be decreasing and patient continued on amiodarone. The impella was planned to be weaned and explanted. The patient survived the explant.

Manufacturer narrative:
The investigation of vf/vt/af/at and high purge pressure has been completed. The pump was not returned for investigation. The data log shows a motor current spike followed by a 5-minute gradual rise in purge pressure and high purge pressure alarm. The purge pressure trend returned to normal after a few hours of the case run. The cause of the high purge pressure issue was most likely biomaterial ingestion, based on data log review. Thrombus failure mode was added as an investigated failure mode based on the high purge pressure investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details. As the necessary information was not provided, the root cause of the vt/vf was not determined.